Event description:
The zoll m series cardiac monitor that the ambulance was using fell off the ambulance stretcher to the ground, a fall of approx 4 feet. After the fall the monitor would no longer turn on/ operate at all.